Manufacturer narrative:
(B)(4). No complaint was received with return of device. Failure event observed during analysis. External insulation abrasion was noted at 12.5-12.9cm and 15.2-15.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.